Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. Analysis could not confirm the oversensing allegations. Analysis was performed and verified proper device operation related to this allegation.

Event description:
Boston scientific received information that at implant this implantable cardioverter defibrillator (ICD) exhibited far-field oversensing of the ventricular pace. A technical services representative discussed farfield sensing and options to prevent its reoccurrence by decreasing the ventricular output. These options will be discussed with the physician. No adverse patient effects were reported.